Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that, when the swelling went down close to (B)(6) (2013), they noticed a lump on their rib. Their rib and lungs hurt and they experienced difficulty breathing. They mentioned these concerns to their healthcare professional (hcp), but the issue was not addressed. Around (B)(6) 2013, they noticed that it was becoming even more difficult to breathe. Finally, around (B)(6) 2013, a revision was performed. No device issues or further complications were reported or anticipated.